Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump and guided the caller through the process. Following the reset, the cgm error code did not reappear, and the caller was able to successfully start their sensor session.